Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Lot history was reviewed and no anomalies were noted.

Event description:
An event involving a tego connector was reported that while attempting to draw laboratory samples, blood flow could not be achieved. Upon removal of the vacutainer, the silicone component of the tego was observed to be loose, so tego was replaced. There was patient involvement and no harm/adverse event reported.